Event description:
Customer reported "when drawing lab sample from peripheral arterial line, the t-connector hub became stuck open with a loss of 4cc blood. Pt required normal saline bolus and earlier transfusion than anticipated for blood out related to frequent lab draws".